Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported finding a balloon in the silicone segment of the tubing found inside the pump while infusing d5w to a patient. There was no harm. Received a copy of the customer's medwatch report which states, "bubble in IV tubing - refer to the attached photo."

Event description:
The customer reported finding a balloon in the silicone segment of the tubing found inside the pump while infusing d5w to a patient. A secondary infusion, 50ml of zosyn(2.25g), was programmed to infuse at 100ml/hr for 30 minutes. There was no harm. Received a copy of the customer's medwatch report which states, "bubble in IV tubing."

Manufacturer narrative:
Concomitant medical products: 50ml pfizer bag ndc 0206-8860-01 lot ln115131 exp 27jul2019 zosyn piperacillin and tazbactam injection; 500ml baxter bag ndc 0338-0023-03 lot y280271 exp jan20 10% dextrose injection the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment of the tubing was confirmed. Visual inspection of the set and the customer provided photo observed a slight bulge of the silicone segment in the area directly below the upper fitment component as compared to the rest of the silicone segment. Further handling of the observed area noted it to be more pliable than the rest of the silicone segment. Functional testing performed observed no unexpected bulging on the silicone segment. The cause of the balloon is excessive pressure within the silicone segment which causes the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.

Event description:
The customer reported finding a balloon in the silicone segment of the tubing found inside the pump while infusing d5w to a patient. A secondary infusion, 50ml of zosyn(2.25g), was programmed to infuse at 100ml/hr for 30 minutes. There was no harm. Received a copy of the customer's medwatch report which states, "bubble in IV tubing - refer to the attached photo."